Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the safety mechanism failing is inconclusive due to the state of the returned sample. One photograph of a powerpicc provena was returned for evaluation. An initial visual observation of the photograph showed the needle placed on a surface. The safety mechanism was separated from the device. No damage could be seen on the sample in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that safety slid off end of needle upon attempting to engage safety mechanism. No impact to patient. Rn performing was stuck by contaminated needle due to faulty equipment. No further harm. No other information was provided.

Event description:
It was reported by customer that safety slid off end of needle upon attempting to engage safety mechanism. No impact to patient. Rn performing was stuck by needle due to faulty equipment. No further harm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.